Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer reported that a piece of the reservoir compartment had broken off. Troubleshooting for bumped/dropped/cosmetic damage was performed. Customer was advised to disconnect from the insulin pump. Customer does not know how damaged occurred but stated that blood glucose level was 598mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer also reported that high blood glucose resulted in hospitalization. Customer reported high blood glucose was treated with IV insulin in the hospital. The customer also reported low blood glucose but refused to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with broken off reservoir tube lip and missing reservoir tube lip o-ring. Unit received with all operating currents within spec and passed the rewind, prime test, excessive no delivery test, self test, error test and displacement test. However unable to perform basic occlusion test, occlusion test or dat test due to physical damage to case. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with missing end cap sticker. Unit received with minor scratched display window and case.